Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test at 4 pounds due to faulty force sensor system. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 327 mg/dl. The customer stated that she changed the infusion set and the pump started to count down. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.